Event description:
It was reported that the patient's right atrial (ra) pace/sense lead had caused an atrial lead warning due to variable and high impedance readings. There were also very short atrial-to-atrial (a-a) high atrial rate events and evidence of loss of atrial capture that combined, could suggest a conductor fracture. It was also reported that, during the follow-up session, the device was reprogrammed for unipolar pacing and sensing with the ra lead and that this resulted in good sensing and pacing values. The lead is still in use. The patient has felt palpitations lately, especially when laying on their left side. Latent undersensing of premature ventricular contractions (pvc) was observed on the real-time recorded strip. The device lower rate was reprogrammed to avoid atrial pacing on a pvc. The there were no further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicated high resistance/impedance. (B)(4). Corrected data: patient date of death, date device manufactured, and removed still in use device code for both devices.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's right atrial (ra) pace/sense lead had caused an atrial lead warning due to variable and high impedance readings. There were also very short atrial-to-atrial (a-a) high atrial rate events and evidence of loss of atrial capture that combined, could suggest a conductor fracture. It was also reported that, during the follow-up session, the device was reprogrammed for unipolar pacing and sensing with the ra lead and that this resulted in good sensing and pacing values. The lead is still in use. The patient has felt palpatations lately, especially when laying on their left side. Latent undersensing of premature ventricular contractions (pvc) was observed on the real-time recorded strip. The device lower rate was reprogrammed to avoid atrial pacing on a pvc. There were no further patient complications reported as a result of this event.